Event description:
It was reported from (B)(6) that the patient had an "electrical fault alarm on (B)(6) 2015." It was stated that the "controller was hot to the touch, and patient was asymptomatic." "Site performed a controller exchange without reaching out to manufacturer for support." On (B)(6) 2015 the patient had another "electrical fault alarm and site performed another controller exchange without contacting manufacturer." On (B)(6) 2015 patient had an "additional electrical fault alarm, and log files were sent" to manufacturer. "Log file analysis performed and cleaning procedure recommended." "Site instructed not to perform any additional controller exchanges." On (B)(6) 2015 the patient was prepared for the driveline cleaning procedure; "IV heparin was started and it was stated that dobutamine was on standby". Manufacturer representative "performed driveline cleaning", and "off pump time was 45 seconds." It was noted that during the driveline cleaning pins within the driveline connector were darkened in color. The manufacturer representative also performed a controller exchange. It was said that the patient "tolerated cleaning procedure well." No additional information provided. Investigation is ongoing. This is report 2 of 4.

Event description:
It was reported from (B)(6) that the patient had an "electrical fault alarm on (B)(6) 2015." It was stated that the "controller was hot to the touch, and patient was asymptomatic." "Site performed a controller exchange without reaching out to manufacturer for support." On (B)(6) 2015 the patient had another "electrical fault alarm and site performed another controller exchange without contacting manufacturer." On (B)(6) 2015 patient had an "additional electrical fault alarm, and log files were sent" to manufacturer. "Log file analysis performed and cleaning procedure recommended." "Site instructed not to perform any additional controller exchanges." On (B)(6) 2015 the patient was prepared for the driveline cleaning procedure; "IV heparin was started and it was stated that dobutamine was on standby". Manufacturer representative "performed driveline cleaning", and "off pump time was 45 seconds." It was noted that during the driveline cleaning pins within the driveline connector were darkened in color. The manufacturer representative also performed a controller exchange. It was said that the patient "tolerated cleaning procedure well." No additional information provided. Investigation is ongoing. This is report 2 of 4.

Manufacturer narrative:
The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults.